Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a closurefast cf7-7-100 with a rfg to treat a venous insufficiency in the left internal saphenous vein under local anaesthetic. Tumescent filtration was performed. The devices were prepped as per the IFU. The physician attached the catheter to the generator and the error message "advisory: impedance high. Check connection " appeared. The catheter and generator were reconnected and the tip of the catheter was cleaned. The same error message appeared. The catheter was removed again, flushed with heparinised saline, repositioned and the error message appeared again. The physician then checked the manual for the device to identify the cause of the error message. The manual suggested the error may have been caused by an irregular connection or a blood clot inside the catheter. The catheter was again removed and flushed with saline. The error message persisted. At this point the patient was switched from local to general anaesthetic. A second catheter was attempted and the error message again appeared on the rfg monitor. The physician then transferred the patient to a surgical vein extraction. No further complications were reported.

Manufacturer narrative:
Product analysis: the catheter cable connector was examined: all pins were visually inspected to be straight. The catheter connector plug shown visible markings on the plug area. The catheter passed all of the continuity and resistance functional testing. Functional testing was performed on both rfg2 and rfg3 generators. The proper device was recognized by the rfg2 and rfg3 generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, device completed cycle without any advisory message being seen for 5 cycles each generator. If information is provided in the future, a supplemental report will be issued.